Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) /biomed need assistance on 8110 sn (B)(4) having an error 13-1033-149. Failure device type: alaris system instrument. Failure problem type: 8110. Case resolution: I assisted (B)(6) /biomed on 8110 sn (B)(4) having an error 13-1033-149, resolution is to run a full pm after running a calibration test. Biomed will follow my recommendation and if needed help, will call back for further assistance.